Event description:
Customer observed positive advia centaur toxoplasma igg (toxo g) results on two samples from the same patient that were negative by other methods. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant advia centaur toxoplasma igg results.

Manufacturer narrative:
The cause for the discordant advia centaur toxoplasma g (toxo g) results is unknown but appears to be specific to the patient. Qc is in range. No further investigation is required. The limitations section of the instructions for use states: "in geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive. As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for diagnostic evaluation of patient results." The interpretation of results section of the instructions for use states for samples which are anti-t. Gondii igg positive and anti-t. Gondii igm negative: "from these results, it cannot be determined whether the patient is or is not undergoing a reactivated t. Gondii infection. It appears that the patient has been previously infected with t. Gondii. Infection may have occurred more than one year ago. If the individual has not previously tested positive for t. Gondii antibodies, confirm the result with a reference laboratory with experience in the diagnosis of toxoplasmosis."